Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient is very active in horseback riding, cleaning stalls, etc. Surgeon felt patient had disrupted her collateral ligaments and took in for repair. Surgeon found disrupted collaterals but also 3 of 4 mcp nuflex implants (index, middle, ring) had broken at the post. Two of these (index/middle) had been implanted on (B)(6) 2013. The ring surgeon had revised and implanted new on (B)(6) 2016. Surgeon. Believed implant failure due to implant postponing exasperated by collateral ligament failure.